Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure removal surgery / essure coil to have migrated very slightly into the myometrium") in a 46 year-old female patient who had essure inserted (lot no. 823472) for female sterilisation. The patient had a medical history of endometrial ablation in (B)(6) 2007 and nickel allergy, bacterial infection, depression, dyspareunia, depression, pelvic pain, wisdom teeth removal, augmentation mammoplasty, abortion, recurrent abortion, menstrual cramps, sleepiness, endometriosis, pelvic pain, nausea, cramp, parity 1 and gravida ii. Previously administered products included: yasmin and depo provera. The patient had a family history of thyroid cancer. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4073 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - robotic tlh, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2008 as per mr : (B)(6) 2011 discrepancy noted : removal date as per argus (B)(6) 2022 as per mr : (B)(6) 2022 trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: part 1: uterus and both fallopian tubes (hysterectomy and bilateral salpingectomy salpingectomy): a. Cervix within normal limits. B. Evidence of prior endometrial ablation. C. Myometrium within normal limits. D. Both fallopian tubes within normal limits with in situ essure wires. Part 2: pelvic peritoneum (biopsy): endometriosis gross description: on sectioning, each tube contains an essure coil. Bivalving the uterus and cervix reveals each essure coil to have migrated very slightly into the myometrium. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : event- " medical device removal updated to essure micro-insert embedded" lot number added, reporters information race information, patient medical history and surgical pathology reports were added. Product insertion removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure removal surgery / essure coil to have migrated very slightly into the myometrium") in a 46 year-old female patient who had essure inserted (lot no. 823472) for female sterilisation. The patient had a medical history of endometrial ablation in 2007 and nickel allergy, bacterial infection, depression, dyspareunia, depression, pelvic pain, wisdom teeth removal, augmentation mammoplasty, abortion, recurrent abortion, menstrual cramps, sleepiness, endometriosis, pelvic pain, nausea, cramp, parity 1 and gravida ii. Previously administered products included: yasmin and depo provera. The patient had a family history of thyroid cancer. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4073 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - robotic tlh, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2008; as per mr : (B)(6) 2011. Discrepancy noted : removal date as per argus (B)(6) 2022; as per mr : (B)(6) 2022; trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: part 1: uterus and both fallopian tubes (hysterectomy and bilateral salpingectomy salpingectomy): a. Cervix within normal limits. B. Evidence of prior endometrial ablation. C. Myometrium within normal limits. D. Both fallopian tubes within normal limits with in situ essure wires. Part 2: pelvic peritoneum (biopsy): endometriosis gross description: on sectioning, each tube contains an essure coil. Bivalving the uterus and cervix reveals each essure coil to have migrated very slightly into the myometrium. Lot number: 823472; manufacture date:2011-05; expiration date: 2014-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal surgery") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5293 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal surgery") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5293 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.